Event description:
It was reported that the item's were pulled and removed from service due to performance issues during routine inspection. There was no patient or surgical involvement. In units 008003, 007080, 008054 reverse does not work. In units 007087, 008078-no speeds work. In unit 006941-med and reverse do not work. This is report 2 of 4 for (B)(4). This report is for a hand piece.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: initial reporter is j&j company representative. Investigation summary service and repair evaluation: the previous service event for part number 05.000.008 with lot number(s) 006941 has been reviewed. The customer called in a service request for this item on (B)(6)2022 for med and reverse do not work. The item was previously returned for service on (B)(6) 2018 due to electronic control damage. The previous service condition of electronic control damage is relevant to the current complained issue of med and reverse do not work. The manufacture date of this item is 3-oct-2017. The service history review is confirmed. Service and repair evaluation: the customer reported that 05.000.008, hand piece for battery powered driver was not working in medium and reverse speeds. The repair technician reported the device ran intermittently in forward and did not run in reverse, wires were discolored, rust and white residue was present on motor, white residue was present on housing and housing set screw hole was damaged, the repair of housing with serial number (B)(4) was stopped because of damaged housing and was replaced by another housing with lot 007655. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor/gearhead, membrane switch/flex circuit, cam and set screw, housing , bearing and rotary seal drive shaft, shrink tubing and all applicable components. The housing with serial number 007655 was repaired per the inspection sheet, passed synthes final inspection on 01-june-2022 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history a shr was performed on the serviceable device and it was found that the device was manufactured on 3-oct-2017. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.